Event description:
Overinfusion reported. Ms16a set to 02 mm/hr infusing hydromorphine 20mgs/serenace 5 mgs/0.9% sodium chloride injection x 10mls via flo-safer 0105-0029 10ml bd plastipak syringe (disposable not available). 2 hours following attachment of subcut pump pt became unresponsive and respiratory rate fell to 6 resps/minute. Doctor looked at pt and found respiratory depression - narcan IV administered with effect. Pt involved had just had a CT scan before the problem was noticed. Informant also spoke about mobile phones (pt unlikely to have a mobile phone). Pt has died since this incident although date of death unknown also no suggestion or implication that incident contributed to pt death. Device rec'd and currently under investigation. Further info rec'd 07/2002. Start time of infusion 12:30pm, initial volume of drug drawn up = 10ml, termination time of the infusion = 2:30pm, volume of drug remaining at time of termination = 1ml.